Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the receiver had no audio output. Date of issue is an approximation. The patient stated they did not receive audio or vibration alerts from their receiver for a ¿low¿ alarm. He was hypoglycemic, fell, and lost consciousness. He hit his forehead, face, arms and one leg, which resulted in bleeding on his head. He was previously diagnosed with peripheral neuropathy and as a result was hypo-unaware and did not experience any symptoms before falling. He woke up on his own and laid until he was able to get up and go to the refrigerator, and drank lots of juice. His blood glucose (bg) reading was 1.3 mmol/l and cgm reading was ¿low.¿ he did not activate emergency medical services (ems), remained home, and took dextrosol in addition to the juice. After the event the patient stated he was doing well and had recovered from his injuries. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.